Manufacturer narrative:
Additional information: the damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-13646. It was reported that when patient presented for lead dislodgement due to patient falling. Physician elected to implant a new lead. During procedure, while addressing pocket bleeding the rv lead dislodged and lv lead pulled back. Physician could not pass the stylet through the chronic rv lead. Both leads were explanted and replaced. Patient was stable post procedure.